Event description:
One blood leak occured at 3.5 hours after initiation of dialysis. The dialyzer was at the 3rd reuses. The patient is well. The blood loss volume was not reported. The reported lot no. Does not exist in the company's production record and the company cannot specify the lot no.